Event description:
It was reported that following an unspecified rotational atherectomy and stenting treatment procedure, the patient experienced unspecified complications. The day following the rotablator procedure, the patient experienced chest pains, and the 2nd day post-procedure, the patient had open heart surgery. Patient's status is "recovering". Additional information has been requested.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.